Event description:
Paramedics responded to a person in full cardiac arrest. The device's paddles were placed on the patient and the charge buttons pressed. According to the reporter, the device powered down during charging and would not complete a charge or transfer energy to the pt. The remaining two battery positions reportedly resulted in low battery alarms and a back up device at the scene was immediately used. The pt was resuscitated.